Event description:
Report received of a nondelivery. During testing by the user facility, there was no delivery by the device and no alarm occurred for nondelivery. Delivery accuracy for this device requires delivery of +/-5% of the set amount. There was no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.